Event description:
It was reported the patient underwent a rfa ablation procedure where the device was not placed in surgery mode. Subsequently, ipg could not communicate with external devices and programmer displayed the "cannot connect to the generator, the generator is not responding". A recovery function was executed by an abbott representative, the ipg was successfully recovered using the clinician programmer (cp), and therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated.

Manufacturer narrative:
Report type - changed to malfunction section b1 ¿ remove/un-check adverse event section b2 - outcomes attributed to adverse (check all that apply) - remove/un-check other serious (important medical events) section h1 - type of reportable event - change to malfunction it was reported to abbott, a patient was unable connect with their ipg. A patient underwent an rfa procedure where the ipg was not placed surgery mode. The rep met with the patient and was able to recover the ipg with their clinician programmer. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.